Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the tubing and received another occlusion alarm. It was noted that the customer changed the site and was able to successfully deliver a bolus. There was no impact to the customer's blood glucose level.